Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a separation between the cassette and tubing which resulted in a leak was reported, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded). The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the tubing that came from the cassette had come apart which resulted in a leak and led to the alarm. The technical service representative (tsr) assisted the caregiver with ending the therapy session and advised to complete therapy using manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.